Event description:
It was reported this dialysis catheter was successfully placed for treatment. Post placement it was noted the cuff had detached and remained in the pt. Another dialysis catheter was successfully placed for continuation of treatment. No further details regarding the circumstances surrounding this event are available at this time. Should further details become available a supplemental medwatch report will be filed under teh appropriate sequence number. This device has not been received for evaluation. Therefofe, a failure analysis is not available, without evaluating the device co is unable to determine if it met specifications. Pt anatomy and/or user technique during accessing may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.